Event description:
It was reported by the customer "(B)(6) 2022 line flushed well and had blood return when holding light traction on external portion of line but occluded when traction removed. Securacath removed but problem persisted with statlock in place. After x-ray confirmed kink, line retracted 3-4 cm and then brisk blood return." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regq3272 showed no other similar product complaint(s) from this batch number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was confirmed but the exact cause is unknown. A single ap chest radiograph was returned for evaluation of this complaint. The image included the right upper arm and right-sided PICC. The implicated product was a 4fr d/l powerpicc provena catheter. Two kinks were seen in the image; one of the kinks was at the skin entrance site and the other kink was visible at the entrance into the vein. It was reported that slight traction on the catheter allowed flow through the lumen. It is likely that the slight traction reduced the severity of the observed kink. Possible contributing factors for the kinks in the catheter could include patient anatomy (e.g., muscle or fascial layers), catheter placement (e.g., angle of entry into the vein) or securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ the report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Event description:
It was reported by the customer "on (B)(6) 2022 line flushed well and had blood return when holding light traction on external portion of line but occluded when traction removed. Securacath removed but problem persisted with statlock in place. After x-ray confirmed kink, line retracted 3-4 cm and then brisk blood return." No other information was provided. Additional information received on 2/28/2023: customer reports they were able to use the PICC until the end of therapy after it was retracted 3cm. The event did not occur during an urgent or life-threatening medical circumstance and did not result in a clinically significant delay in therapy.

Event description:
It was reported by the customer "(B)(6) 2022 line flushed well and had blood return when holding light traction on external portion of line but occluded when traction removed. Securacath removed but problem persisted with statlock in place. After x-ray confirmed kink, line retracted 3-4 cm and then brisk blood return." No other information was provided. Additional information received 2/28/2023: customer reports they were able to use the PICC until the end of therapy after it was retracted 3cm. The event did not occur during an urgent or life-threatening medical circumstance and did not result in a clinically significant delay in therapy. Additional information received 5/25/2023: the catheter was inserted 13cm above the antecubital fossa and 3cm left external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "on (B)(6) 2022 line flushed well and had blood return when holding light traction on external portion of line but occluded when traction removed. Securacath removed but problem persisted with statlock in place. After x-ray confirmed kink, line retracted 3-4 cm and then brisk blood return." No other information was provided. Additional information received on 2/28/2023: customer reports they were able to use the PICC until the end of therapy after it was retracted 3cm. The event did not occur during an urgent or life-threatening medical circumstance and did not result in a clinically significant delay in therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.